Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same patient involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced cardiovascular events on unk dates in 2004, 2007 and 2010 and subsequently expired on an unk date after use of the product.